Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead encountered 4397 short v-v intervals detected. The ventricular pacing lead impedance exhibited varying values, and r wave exhibited undersensing/low sensing values. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.